Event description:
It was reported that a balloon rupture occurred. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. No patient complications were reported and the patient was stable post procedure.